Manufacturer narrative:
Reporting institution phone # and reporter phone #: (B)(6).

Event description:
It was reported to philips that the device needs replacement of batteries. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed by the customer and traced to a faulty battery. The philips filed service engineer (fse) sent a quote for a replacement battery to the customer and the customer has not yet responded to confirm the purchase. Upon conclusion of the investigation, it was determined this was a malfunction of the battery. Once or if the customer approves the purchase, the battery will be replaced to get the device into working order. The device remains at the customer site.